Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-09. H6: investigation summary bd received 3 samples from the customer in support of this complaint. The samples were visually and functionally inspected and the indicated failure mode of stopper pop off was not observed. The shield/stopper assembly was correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the shield/assembly to not be applied correctly. Additionally, 10 production lot retention samples were functionally tested and the indicated failure mode was not observed as all tubes drew within specification limits and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the samples and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "after a blood draw the top popped off. The nurse drew the blood using a vacutainer and set the tube on the bedside table and the top popped off and went across the room hitting the patient, no injury but there was blood in the area where the tube came apart."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "after a blood draw the top popped off. The nurse drew the blood using a vacutainer and set the tube on the bedside table and the top popped off and went across the room hitting the patient, no injury but there was blood in the area where the tube came apart."